Manufacturer narrative:
Exact date unknown, event occurred two months ago. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: (B)(4), model: sc-2408-56, serial: (B)(4), batch: 20804473.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. The explanted ipg and linear leads were not returned. No further information has been obtained despite good faith efforts.